Event description:
It was reported that the patient had a seizure on (B)(6) 2013 that lasted two hours, then had another seizure on (B)(6) 2013 which lasted 1.5 hours. The patient was respondent per the reporter, but was jerking and twitching. It was recommended to contact the patient¿s health care provider (hcp) to assess the patient¿s issues. The pump system was being used to deliver baclofen. It was later reported that the patient thought he had a bad catheter. The patient has had increased spasticity since approximately two weeks ago, when the patient¿s housekeeper found the patient in bed completely spastic. The patient noted increased spasticity despite increasing the baclofen 30% in the past two weeks; the patient was getting little to no relief and did not notice any change in his therapy. The patient noted they did not respond to oral medication. The patient was at 220 mg/ ml per day and noted he had a very difficult time walking. It was noted the patient went to the hospital. The hcp did a "side port aspiration" to test the pump, and per the reporter, the hcp stated that they ¿were in¿. It was noted the hcp tried to get spinal fluid out with the side port aspiration but they did not get any out. The hcp then decided to perform surgery on (B)(6) 2013 to check the catheter, and per the reporter, the hcp ¿only looked at the front part of the pump and not the back part¿. The reporter stated that the incision in the front was 5 to 6 inches, but had no incision in the back to show the hcp checked the back side of the catheter. The reporter noted the hcp was looking at the pump flow, and that the hcp replaced a plastic piece on the catheter. The patient thought the pump was helping him, but that his hcp wanted to take the pump out. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n201184, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).